Manufacturer narrative:
Returned device was received in decent physical condition and the battery cover was missing. Evidence of reported problem in event log was found. During the evaluation of the device, the battery depleted error was unable to be duplicated. The battery depleted message found in the event history log indicates that the aa batteries lost power during use. This is not an error or fault and is not caused by any failure in the pump. New batteries are required to use the pump. However it was found that a "no disposable" error occured when the pump was started. In pmu mode no issues were found. After reloading user software the "no disposable" error went away. Running the pump now gave "upstream occlusion" after every activation of the pump. Several cassettes were tried with the same result. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd pump had a depleted battery. There were no patient present at the time of the event. There were no adverse events reported.